Event description:
It was reported patient underwent an ankle fusion procedure in (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2014 due to a non union which potentially caused a distal screw to fracture. The nail and screws were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - (B)(6) 2012; PMA/510(k) number; manufacture date ¿ unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-00932 / 0933).